Manufacturer narrative:
Additional information received that the patient will have the device activated on (B)(6) 2019. System components: balloon: model: 72400024, lot sn: (B)(4), mfg date: 07/26/2010, exp date: 07/08/2015, gtin: (B)(4). Pump: model: 72404127, lot sn: (B)(4), mfg date: 04/07/2010, exp date: 03/25/2012, gtin: (B)(4).

Event description:
It was reported that the patient experienced an infection. The original artificial urinary sphincter(aus) device was implanted in 2010 and was removed due to infection in 2018. A surgery has been booked for (B)(6) 2019 to implant a new device. A patient condition was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that a procedure took place on (B)(6) 2019 to implant a new aus device.

Event description:
It was reported that the patient experienced an infection. The original artificial urinary sphincter(aus) device was implanted in 2010 and was removed due to infection in 2018. A surgery has been booked for (B)(6) 2019 to implant a new device. A patient condition was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that a procedure took place on (B)(6) 2019 to implant a new aus device.